Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Tech claims the end user heard something like a fizzing sound and a smell of something burnt while driving the chair.